Manufacturer narrative:
The system was examined and the reported event was confirmed. The cabling was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The cabling was received for evaluation. A visual assessment of the returned sample found discoloration on the pins of the handpiece connector. The sample was installed into a calibrated system, where it failed to recognize any handpieces installed into the connector, confirming that the sample was nonconforming. The root cause of the reported event can be attributed to cabling. However how or when the connector became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a surgical procedure the handpiece did not have phacoemulsification power. The handpiece had passed the prime/tune and flow was detected. The case was completed using an alternate system.